Manufacturer narrative:
The lot number was provided. A review of the approved device history record indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was discarded at the user facility; therefore, a device evaluation could not be performed. The root cause of the event could not be determined.

Event description:
It was reported that during placement of the azur embolization coil, some resistance was encountered. During the repositioning attempt, the coil broke from the pusher wire. The microcatheter, delivery system, and the entire coil were removed from the patient without incident. There was no reported patient injury.